Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient was having issues with the pod because they had blood glucose levels of 270 mg/dl. They were in the hospital at the time, unrelated to the pod issue, and they stated that after the pod was removed they could not see the cannula.